Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient had fluid drainage at the ipg site as well as a small hole at the incision site. Reportedly, the physician prescribed 3 rounds of antibiotics. Cultures were taken and subsequent results revealed an infection (staph). Surgical intervention may be undertaken as the next course of action to address the issue.